Manufacturer narrative:
Result: the 5maxace catheter is fractured underneath the strain relief approximately 1.0 cm from the hub. There are kinks in the distal end of the 5maxace132 catheter approximately 5.5cm, and 10.5 cm from the distal tip. The distal tip is also flat. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that when the sterile pouch was opened, the operator immediately noticed a kink in the most proximal end of the catheter. Evaluation of the returned device confirmed a fracture in the proximal end of the catheter underneath the strain relief approximately 1.0 cm from the hub. This was likely due to improperly removing the device from the packaging. There are also kinks in the distal portion of the 5maxace132 catheter, and the distal tip is flat. The (B)(4) envelope the devices returned in was folded and likely caused this additional damage not described in the complaint report. The catheters are 100% visually inspected during packaging. If this damage was present before the device was packaged, the device would have been rejected during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. When the package was opened, the catheter was noted to have a kink at the most proximal end. The physician used another 5 max ace catheter and the procedure was successfully completed with no adverse effect on the patient.